Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient¿s ipg is inoperable. The patient experienced recharge burden and eventually the ipg stopped charging. As such, surgical intervention may take place at a later date to address the issue.